Manufacturer narrative:
Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was determined to be use related to patient movement per clinical details that the patient pulled the impella into the aorta. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in an 85-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). An ICU call was initiated when the impella was found positioned in the aorta. The physician reported that the patient, who has dementia, had pulled the impella catheter, resulting in migration of the device into the aorta. Repositioning was not possible. The patient remained stable, and discussion was initiated regarding device explantation, with plans for the responsible cardiology provider to proceed with removal. The reported events are device in wrong position, medical device removal, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and full support was maintained without any known adverse events.